Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the lesion. The stent delivery system was returned with the stent implant dislodged on the balloon. It is unknown if the stent moved away from the marker on the back table or during the case. There were no reported patient effects. There is no additional information available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in guide wire lumen and on the balloon and stent implant. There was no contrast visible. The stent implant was returned dislodged from the balloon. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers. The outer member was torn at the guide wire exit notch for a length of 3 mm. There were no kinks of damage noted to inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stent's outer diameters could not be taken due to the stent implant being slightly smashed. Product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length was measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters could not be measured due to the damage noted. Follow up information received from the account reported they were unsure of when the stent moved on the balloon. In this case, it is possible that the procedural attempts to cross the target lesion resulted in an interaction of the stent implant and the lesion/anatomy such that the stent was loosened on the balloon. Further handling after the procedure and during packaging, handling and return to abbott vascular for analysis may have contributed to the stent dislodgement and noted damage. Analysis noted the outer member was torn at the guide wire exit notch for a length of 3 mm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. This damage does not appear to be related to or have contributed to the reported failure to advance; however, a conclusive cause could not be determined. The manufacturing records were reviewed and there were no nonconforming material records (ncmr) associated this lot and all on-line inspections and testing met manufacturing criteria. There have been no incidents reported for loose/dislodged stent for this lot. Although these incidents will not have an evaluation performed, as stated above, the failure to advance can be influenced by many factors and are not generally associated with a product quality deficiency. In this case, the failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause could not be determined for the stent dislodgement. There does not appear to be any indications of product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.